Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported event was caused by corrosion of the contacts of the video connector socket and failure of the locking mechanism of the video connector socket. It was not possible to determine the exact cause of the corrosion of the contacts of the video connector socket or the locking mechanism. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The endoscopic image disappeared or was disturbed due to contact failure due to corrosion of the contact part of the video connector socket and failure of the lock mechanism of the video connector socket. The battery was exhausted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image disappeared when the connector was shaken, due to a contact failure in the video connector socket. There was no report of patient injury associated with the event.